Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced difficult plunger movement. The following information was provided by the initial reporter: CT staff are reporting they have had multiple issues this morning with 10cc pre-filled saline syringes they use to flush and check the patient's IV. They are saying that the syringe plungers seem to not be working correctly and are producing friction when they try to flush the IV. Sometimes they can not even push the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 8/19/2021 h.6. Investigation: a device history record review was completed for provided lot number 1055812. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, physical samples were returned for evaluation by our quality engineer team. The samples were inspected and plunger movement difficulty was identified. It is possible that this defect resulted from an intermittent issue with the thermocouples, causing an incorrect dose of silicon to be supplied to the barrel component. H3 other text : see h.10

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced difficult plunger movement. The following information was provided by the initial reporter: CT staff are reporting they have had multiple issues this morning with 10cc pre-filled saline syringes they use to flush and check the patient's IV. They are saying that the syringe plungers seem to not be working correctly and are producing friction when they try to flush the IV. Sometimes they can not even push the syringe.